Manufacturer narrative:
A follow up report will be submitted should the product become available. Corrective and preventative action has been initiated to investigate this event.

Event description:
A report was received from (B)(6) stating "vitrectomy cutter started making an unusual sound when the surgeon commented that the cutter stopped cutting. Item in contact with pt. No pt injury reported."